Manufacturer narrative:
Results: missing siderail, compression spring.

Event description:
It was reported by service report that the right siderail was missing, siderail control wires wear exposed and compression spring was missing. No patient involvement or adverse consequences are reported.